Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a (B)(6) old female patient (patient weight is unknown). During the procedure, the guide catheter became stretched, and the stent was unable to be deployed. The procedure was successfully completed with another flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter.

Manufacturer narrative:
A visual evaluation of the returned device revealed the stent was loaded on the delivery system via the suture. The guide catheter was broken into two pieces. The proximal piece of the guide catheter was stretched, broken and stuck on the guidewire. The guidewire could not be removed from the broken proximal guide catheter piece. There was no visible damage observed on the guidewire and was not a likely contributing factor to this complaint. The distal end of guide catheter was to have a stretch mark (suture impression). During the investigation the suture was broken and stent was detached from the delivery system. The proximal barb of the stent was depressed. There were no damages to the push catheter. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.